Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported to bd pen needle don't allow insulin flow. Consumer reported after injecting the needle in arm site and holding in site for 10-15 seconds, then remove needle from site, notices insulin drops come out of the needle. Caller informed does not complete a flow check. He reuses the needles and stores the needle on his pen. Informed caller of proper use of pen needles. Date of event (B)(6) 2023 = 1 pen needles.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported to bd pen needle don't allow insulin flow. Consumer reported after injecting the needle in arm site and holding in site for 10-15 seconds, then remove needle from site, notices insulin drops come out of the needle. Caller informed does not complete a flow check. He reuses the needles and stores the needle on his pen. Informed caller of proper use of pen needles. Date of event 04/21/2023 = 1 pen needles.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.